Event description:
On 28/may/2024, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was hospitalized for a possible infection. No additional information provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6)2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = > 5000 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every other day, and ip cefepime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2024 for pseudomonas aeruginosa, and the patient¿s vancomycin was discontinued. The patient was discharged on (B)(6) 2024 in stable condition and is recovering from the events. The pdrn attributed causality to the patient failing to wear the prescribed personal protective equipment (ppe) when initiating and terminating treatment, as the patient admitted he hasn¿t worn a mask in ¿quite some time.¿ per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.